Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/30/2023, that approximately on (B)(6) 2019 the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction that she had scarring on her body from the sensor adhesive. This complaint is reported due to scarring as the patient refused to provide any specific details on an event location on her arms or abdomen. She had contacted her healthcare providers (nurse and md) about the issues she had with the sensors at the time and continued to wear dexcom sensors until (B)(6) 2023. The patient utilizes an insulin pump. The patient refused to provide any details on event date, insert date, sensor location, treatment, or photos for any specific event. Although she had photos of her body which showed the areas, she refused to send them at the time of the call. The scar was present more than 3 months after the skin reaction occurred, and although requested, no other patient or event details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.